Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. It was reported that the procedure was to treat a lesion located in the right leg. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported complaint.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a lesion located in the right leg. A 3.0 x 15 mm xience alpine stent was deployed for treatment. On (B)(6) 2016 the patient began experiencing pain in the right hip and buttocks and is having difficulty walking due to the pain. The patient has not seen his physician at this time. No additional information was provided.